Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was seen at a routine follow up and the implantable cardioverter defibrillator (ICD) longevity showed five years remaining. At the six month check prior the battery showed six years remaining. The technician wanted to know regarding the twelve month battery depletion in six months. Premature battery depletion was alleged. The field representative believed that possibly a follow up was missed at the 5.5 year longevity indicator and the patient should continue to be monitored normally. No adverse patient effects were reported.